Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that r wave appears to be intermittently counted on the atrial channel causing inappropriate mode switch. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.